Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power when the device was printing. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and physio-control was able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power when the device was printing. There was no patient use associated with the reported event.